Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The sensor failed the following day, on (B)(6) 2025. At the time of the failure, the patient was unable to perform a fingerstick and began experiencing symptoms of dizziness and nervousness approximately one hour later. There was no self-treatment documented; however, while in route to the hospital, the patient consumed light snacks and juice in an attempt to alleviate symptoms. Upon arrival at the hospital, the patient was treated with IV insulin. No blood glucose (bg) value was reported during the event. The patient was hospitalized for two days. At the time of the report, the patient was stable and recovering. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.